Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their reservoir and motor error alarm. The customer states they tried to fill the tubing and received motor error alarm. The customer's blood glucose level at the time of incident was 220mg/dl. Troubleshoot was conducted. The device had multiple motor error alarms present. The customer was not able to push insulin through reservoir. The customer was advised to change reservoir and retest. The customer was able to get reservoir out. The customer was advised the pump would have to be replaced and returned for analysis. The customer is being sent replacement set.